Event description:
It was reported that patient stated they were having an issue with the adhesiveness, which is due to the way that the leg bag draining when he sits. They stated that when they stands or walks it works properly. Also stated when they would sit the urine would back up and leak to the adhesiveness which caused the adhesiveness to come off. The patient had to go through more catheters due to issue with leg bags. Patient called bard directly and reported the problem with them who sent a biohazard box. They still has 2 leg bags remaining. Lot #: ngjy2475 unsure if medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated they were having an issue with the adhesiveness, which is due to the way that the leg bag draining when he sits. They stated that when they stand or walks it works properly. Also stated when they would sit the urine would back up and leak to the adhesiveness which caused the adhesiveness to come off. The patient had to go through more catheters due to issue with leg bags. Patient called bard directly and reported the problem with them who sent a biohazard box. They still have 2 leg bags remaining. Lot #: ngjy2475 unsure if medical intervention was provided.